Manufacturer narrative:
Updated fields: b4; b5; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11 corrected fields: d5; h6 problem code. A getinge field service engineer (fse) opened up pump and checked connections around patient interface and drive manifold. Checks passed. Suspected a bad connection. Once the connections were remade, the test passed, and all other checks were performed and the service was completed. The pump was run on a trainer for a while with no problems. Handed back to customer in working order.

Event description:
It was reported that during preventive maintenance the cs300 intra aortic balloon pump (iabp) failed autofill volume test. No patient involvement and no harm reported.

Manufacturer narrative:
Additional information: contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse feild service engineer that cs300 iabp (intra-aortic balloon pump) had failed calibration. There was no patient involved.